Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came to clinic after receiving an alert for high pacing lead impedance. The pacing lead impedance was high, out of range in all lv pacing vectors involving m3 electrode. There was also loss of lv capture. The patient did not have any symptoms. Programming changes were made and no issues have been noted since then.